Event description:
It was reported that the patient's right hip dislocated after bending down. The patient had a stryker mdm cup insitu and mathys twinsys stem. It was noted that the patient had a primary hip in approx 2008. He dislocated the hip and was revised on (B)(6) 2008 at (B)(6). The stem (mathys twinsys) was left insitu and the cup was revised to a stryker mdm. The patient continued to dislocate and presented as above with a dislocated hip.

Manufacturer narrative:
No specific catalog number or lot code were provided. The device was determined to be an unknown stryker shell. A supplemental report will be submitted upon completion of the investigation. Device left implanted.

Manufacturer narrative:
An event regarding malposition involving a tritanium shell liner was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the medical records by a clinical consultant concluded: patient-related factors regarding suboptimal neuromuscular control including past stroke, dementia and cataracts (bilateral loss of visual acuity) together with an acute adverse maneuver in the hip contributed to an overload condition of the hip that in combination with the design characteristic of the device caused an intra-prosthetic dislocation. The dislocation in deep flexion was certainly facilitated by the low amount of cup anteversion and as such procedure-related factors regarding relative component malposition also apply, further confirmed by the presence of impingement signs on the explants which prove that component position was most probably suboptimal for this patient despite general principles for optimal component position. The irreducible nature of the dislocation is a procedure-related design characteristic while there are no device-related factors evident from the available information. As such, this pi case is not device-related. -device history review: not performed as the device details were not provided. -complaint history review: not performed as the device details were not provided conclusions: a review by a clinical consultant concluded that patient-related factors for suboptimal neuromuscular control including past stroke, dementia and cataracts (bilateral loss of visual acuity) together with an acute adverse maneuver in the hip contributed to an overload condition of the hip that in combination with the design characteristic of the device caused an intra-prosthetic dislocation. The dislocation in deep flexion was certainly facilitated by the low amount of cup anteversion and as such procedure-related factors regarding relative component malposition also apply, further confirmed by the presence of impingement signs on the explants which prove that component position was most probably suboptimal for this patient despite general principles for optimal component position.

Event description:
It was reported that the patient's right hip dislocated after bending down. The patient had a stryker mdm cup insitu and mathys twinsys stem. It was noted that the patient had a primary hip in approx 2008. He dislocated the hip and was revised on (B)(6) 2008 at (B)(6). The stem (mathys twinsys) was left insitu and the cup was revised to a stryker mdm. The patient continued to dislocate and presented as above with a dislocated hip.